Manufacturer narrative:
Please disregard the MFR report #0009610622-2023-00012 please note that this event is duplicate of stryker report MFR. Report #0009610622-2023-00026 stryker (B)(4).

Event description:
As reported: "alpha retro nail bent mid shaft at fracture after nwb for 3 months. Walked on leg/nail for several weeks and bent."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device has not been explanted yet.

Event description:
As reported: "alpha retro nail bent mid shaft at fracture after nwb for 3 months. Walked on leg/nail for several weeks and bent."